Event description:
Customer stated, "pad spark." The product has returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator observed a cut/burn at the butterfly. The customer admitted to laying on/ folding the pad which caused tension at the cord which lead to the cut to form and the cord to spark. The pad also had bent leads and was bunched. This is observed when the pad is folded/ laid on during use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".